Event description:
Treatment of a left ica (internal carotid artery) cavernous segment aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving three pipelines. On (B)(6) 2013, the patient returned to the hospital with a headache and a CT (computer tomography) showed a bleed distal to the stents and a small stroke. Subsequently, the patient was transferred to the (ICU) intensive care unit.it was reported that the patient is doing fine and released from the hospital.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.the other devices involved in the event are as follows:model: fa-77350-16 / lot: 9532713 / dom: 01/06/2012 / exp: 06/19/2014. Model: fa-77350-12 / lot: my11-026 / dom: 05/11/2011 / exp: 05/11/2014.(B)(4).